Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a no delivery alarm from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that he tried to adjust his basal rates and it did not work. The customer stated that he turned off his patterns. The customer stated that he changed his set and received a no delivery. The customer declined to troubleshoot for high blood glucose readings. The customer declined to return the set for analysis.